Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have receding gums and bad tmj issues due to the aligners. They were seen by a dental specialist that confirmed the issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.